Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator interface pcb connector cable was evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.